Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to premature battery depletion. The pocket was also revised at the request of the patient since there was interaction between the device and the patient's shoulder. There were no complications.